Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was slow and device with upload processing failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was slow and device with upload processing failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was found to be communicating properly. However, the site had reported intermittent communication failures. A field service engineer performed network testing and all tests passed successfully. During inspection, a severely pinched and damaged section of the network cable was discovered, which was identified as a possible cause of the intermittent failures. The network cable was replaced, and all network and all in one (aio) connection were reseated as a preventative measure. The system was tested using hardware test application, and all components functioned correctly. The system functioned as intended after the field service engineer repaired the device.